Event description:
It was reported that a novum iq large volume pump had a false air in line errors occurred during delivery in the medical ICU . There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the display was not working properly. Half the display is black and the rest of the screen is fuzzy. Evaluation was unable to run an infusion to check if air in line alarmed due to display being damaged. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the damaged display. The display required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h6 investigation findings and conclusion codes correction h11: the device was received for evaluation. During functional testing, the device was unable to be tested for the customer issue of "air in line alarms" due to the display not working properly. A review of the event history log was performed for the reported event date and does confirm air in line alarms occurred. A service history review was performed and revealed that the device has no previous service events; therefore, a device history review was performed. The review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was not determined. The device will be tested after repair to verify it meets specifications prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.